Manufacturer narrative:
External, visual inspection: there were no signs of any physical damage. There were no indications of dried fluid within the cassette compartment underneath the mushroom heads. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. The heater tray/scale was not obstructed. A simulated treatment was completed without alarms or problems occurring. There were no fluid leaks in the test cassette during the treatment test. The valve actuation test passed. The system air leak test passed. There were no internal, visual discrepancies found in the inspection of the received cycler unit. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Medical records contain no final culture results from this date or any previous culture results. Medical records do not contain dialysis treatment sheets for review. Medical records do not contain progress notes from (B)(6) 2015 to (B)(6) 2015 for review. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler and the patient's peritonitis. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler set and the patient's peritonitis.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2015, a peritoneal dialysis (pd) patient reported cloudy effluent, went to the clinic, had cultures taken, and was diagnosed with peritonitis. The culture results and cause of the peritonitis is unknown. The patient was not hospitalized for the infection and was treated with vancomycin, fortaz, and heparin. As of (B)(6) 2015, the episode of peritonitis has not yet resolved, the patient continues to take antibiotics and perform pd therapy.